Manufacturer narrative:
(B)(4). After installing battery test, device displayed failed battery test due to corroded battery tube spring noted. Device passed displacement test.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and failed battery alert. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that the battery compartment and spring was neither damaged nor corroded. Troubleshooting was performed for blank display. Display was returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.